Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was being upgraded from a single chamber implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d). The left ventricular (lv) and right atrial (ra) leads were successfully implanted. When this chronic right ventricular (rv) lead was attached to a cardiac resynchronization therapy defibrillator (crt-d) ((B)(4)) there were intermittent pauses noted on the monitor; strips showed that atrial paced and atrial sensed beats periodically resulted in oversensing and pacing inhibition on the rv electrogram (egm). The patient was pacemaker dependent and pauses greater than two seconds were occasionally observed. Connections were checked multiple times, programming parameters were modified and the issue was still noted. A new crt-d ((B)(4)) was then opened, used, and yielded the same results. In vvi mode there was normal function, however, the physician did not was the device programmed vvi, nor did he want to revise the leads. Therefore, a competitor's device was then connected with similar observations noted, however, due to an available pacing algorithm rv pacing remained available and with a decreased rv sensitivity the oversensing appeared resolved. The competitor's generator remained in service with this chronic rv lead and newly implanted ra and lv leads. There were no adverse patient effects reported. Additional information was received that a few days post implant of the competitor's device, the same observations were being noted again. The device was reprogrammed to ddd mode with a sub-capture threshold as the dropped beats were with atrial pacing. No adverse patient effects were reported. The lead remains in service.